Event description:
The following was reported by the customer: unit shut off by itself while in use on a pt. No alarm condition prior to shut down. Unit was running on ac power. Green ac power icon was lit prior to shut down. Unit turned off completely. Verified that the device is not in sleep mode. Device is in standard mode. Event was witnessed by hospital staff. It was later reported that the powering down did not occur at the moment the power cord was plugged into ac power. The event occurred after the unit had already been connected to ac power. The customer had not been operating the unit on dc power prior to the event occurring. The pt was in the presence of hospital and school staff when the event occurred.

Manufacturer narrative:
The device was returned to masimo for evaluation. The device is undergoing an evaluation but has not yet been completed.